Manufacturer narrative:
A request has been made to the field for additional information about this event. Current records suggest that this rv lead remains in service at this time. This event will be updated if any additional information becomes available.the patient was brought in clinic, where a delivered 31 joule shock resulted in a shock impedance measurement of 93 ohms. A non-invasive programmed shock (nips) test was normal, and all other lead diagnostic measurements remained within normal range. Of note, shock impedance measurements were found to trend higher while the patient was in a seated position. At this time, the physician has elected to program off daily shock impedance measurements, in order to prevent future latitude alerts. The patient will continue to be monitored. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead exhibited a rise in shock impedance measurements from the 50 ohm range to greater than 125 ohms. A latitude red alert was triggered as a result of this observation. The boston scientific technical services department recommended checking the system for noise, obtaining a chest x-ray, and considering a maximum energy shock test to evaluate the system. No adverse patient effects have been reported as a result of this observation.